Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2010, the patient had essure inserted. On (B)(6)2019, 2924 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("gray metal coil embedded within the lumen of the non-fimbriated end of the fallopian tube") in a 36 year-old female patient who had essure inserted (lot no. 78223) for female sterilisation. The patient had a medical history of biopsy (to remove left vulvar mole), papanicolaou smear normal, obesity, surgery (dilation and curettage of uterus essure tubal ligation multiple tooth extractions nevus excision), uterine leiomyoma, palpitations, gerd, tobacco user (cigarettes 8 cigarettes daily 17 years (6.81 pack years)), parity 5, multi gravida, depression and crying. Previously administered products included: hydrocare [sodium chloride] for rectal pain and ortho evra, ferricol [ferrous sulfate] and ibuprofen. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, 3235 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total hysterectomy, and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one essure related surgery-no. Discrepancy noted removal date of drug updated to (B)(6) 2019 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.589 kg/sqm. [Pathology test] (date unknown): surgical pathology report: specimen(s) received: uterus, cervix, bilateral tubes clinical diagnosis and history: leiomyoma of uterus, unspecified diagnosis uterus and right and left fallopian tubes, total hysterectomy, and bilateral salpingectomy: cervix with no significant histopathologic abnormalities secretory endometrium benign fallopian tubes with para tubal cysts no evidence of malignancy gross description: this coil is most consistent with an essure coil. There is a 2.0 cm gray metal coil embedded within the lumen of the non-fimbriated end of the fallopian tube and extending into the adjacent uterine cavity. [Ultrasound scan] on (B)(6) 2019: there appears tubes occlusion device on both side impression: likely right ovarian ruptured follicle with physiological fluid around 4e uterus snt cul-da-sac, this car better be visualized on the ultrasound. Uterus: measures &.9 x 5.2 x 6.6 cm c. Myometrial, echotexture: homogeneous bcho texture. Position: anteverted. Endometrial stripe: measures 1.6 cm iud: none right adnexa; right ovary measures 3.4 x 2.3 x 1.9 cm. No mass seen. Focal lesions: none. Left adnexa: left ovary measures 1.7 x 1.5 2 2,4 cm. Focal lesions none. Fibroids: hypoechoic areas noted in the anterior fundus measuring 3.6 x 2.3 x 3.3 cm and could represent a fibroid. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records embedded device (10074498). The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .lot number added .non drug treatment updated. Event device embedded added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilization. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, 2924 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.